Event description:
Ous MDR - 24 h after implant there was a significant sensing drop and impedance (>3000 ohm) & shock impedance (>150 ohm) increase. The pocket was reopened and this lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the examination, the lead was checked visually, electrically, and mechanically. Damage to the shock coil was detected during the visual inspection. The analysis showed that the cause can probably be traced back to mechanical stress during the explantation. During the continuing analysis, there were no further deviations from the technical specifications that could be related to the clinical complaint. In summary, there were no indications of material defects or manufacturung errors.